Manufacturer narrative:
Follow up information received on 26-jan-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) removed due to complaints of abdominal pain. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient sought medical assistance several times due to pain. Essure was removed 4.5 years after its placement and devices were found in correct position during the surgery. Although no abnormalities were found during essure removal; given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on 14-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for contraception. Patient had complaints of abdominal pain. Due to these complaints, she went to the hospital on (B)(6) 2012; to a medical center on (B)(6) 2015 and to the ER on (B)(6) 2015. On (B)(6) 2015 she mentioned she believed essure was causing abdominal pain. Essure was removed on (B)(6) 2015 (it was reported that essure was at correct placement at time of removal). Product technical complaint (ptc) investigation result received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) removed due to complaints of abdominal pain. The reported event is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, the patient sought medical assistance several times due to pain. Essure was removed 4.5 years after its placement and devices were found in correct position during the surgery. Although no abnormalities were found during essure removal; given event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Follow-up information is being sought.